Event description:
Revision surgery to remove disc replacement device and replace with fusion treatment.

Manufacturer narrative:
Exemption number (B)(4). Ldr (B)(4) (importer) is submitting the report on behalf of (B)(4) (manufacturer). Patient likely not a good candidate for disc replacement, hyper lordotic at treated level.